Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent all buttons response due to corroded keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. No button error alarm noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump was received with intermittent all buttons response due to corroded keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. No button error alarm noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.